Event description:
The customer tested his blood glucose using his breeze and breeze2 meters. The breeze meter read 134 mg/dl, while the breeze2 read 65, 67 and 59 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any autodisc test strips left, so no product will be returned.